Manufacturer narrative:
Following sudden pain, radiographies showed that two s1 screws broke. A second intervention has been performed on (B)(6) 2015: the four screws and the two rods have been taken out and replaced.

Event description:
Initial surgery on (B)(6) 2014 for discopathy instability on l5s1. Immediate post-operative radiographies were normal as well as one month later. Two s1 polyaxial screws broke on a l5s1 arthrodesis two months later.